Event description:
It was reported that the patient was experiencing an anchor pain at the midline incision site. The patient underwent a revision procedure wherein the anchor was repositioned and patient was doing well post-operatively.